Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate 0.3ml - 0.109m, 5 tubes were overfilled and rejected by automated instrument. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 30-jun-2025. Investigation summary: bd received 112 samples for investigation. Out of these, 20 returned samples along with 20 retained samples underwent functional testing for draw volume and all tubes tested within specification limits. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: overfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate 0.3ml - 0.109m, 5 tubes were overfilled and rejected by automated instrument. There was no health impact or consequences reported.